Event description:
It was reported to boston scientific corporation that during a procedure, the pull wire disconnected from the jaw of the radial jaw 3 biopsy forceps. The physician intended to take biopsy forceps. The physician intended to take biopsy sample from the carina. Before placing the forceps in the carina, the physician had taken several biopsy samples, x-ray controlled without any problems. When reaching the carina, the physician opened the jaw to take the biopsy sample, and at this moment, the two pull wires disconnected from the jaw. The wire separation was reported to have been touching the bronchial mucosa; but without any further reported bleeding and/or pneumothorax confirmed by the physician via x-ray. The physician ended the procedure. The device was retrieved without problems.